Event description:
Pt used a defective rob-nel 12 fr catheter mfg by kendall. They removed the catheter from the package, and inserted it into bladder. However, using this catheter. Pt's bladder did not drain at all. When they removed and examined the catheter, they noticed that there were no holes/eyes at the narrow end of the catheter. Clearly, the catheter was defective, and not mfg properly. That catheter that pt used was not safe, nor was it fit for use as it was intended. Pt feels consumers are entitled to compensation from a MFR where the product used did not live up to reasonable consumer expectations, or was defective or unreasonably dangerous, either in design, mfg, or promotional warning or labeling did not comply with the standard of care or the state of the art. In the case at hand, the catheter was defective and did not drain bladder. Pt e-mailed the MFR, and received an acknowledgement letter at the end of january. However, since that time, they have not heard back from them. Four mos later pt was once again trying to drain bladder and they inserted a catheter. However, it did not drain bladder. Pt removed the catheter, only to find out that it too was defective.